Manufacturer narrative:
Per the instructions for use (IFU), conduction system defects (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate, in addition to procedural factors (pressure from the implanted valve on cardiac structures), patient factors (moderate valvular calcification, moderate aortic root calcification) likely contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by our affiliate in (B)(6), during the transfemoral tavr procedure, post deployment of a 23mm sapien 3 valve, the patient developed complete heart block. Due to the patient¿s history of a coronary artery bypass (cab), a delay in the recovery from rapid pacing was a concern. Therefore, the tavr procedure was performed with percutaneous cardio pulmonary support (pcps) inserted. During the deployment of the sapien 3 valve, the valve was expanded with 1 ml less than nominal volume. Post dilation was performed with nominal volume. After the valve deployment, vf developed. Dc shock at was given once. The patient then developed complete atrioventricular block. Pacing was started. The hemodynamics became stable and the pacing was turned off after pcps was removed. However, there was no recovery from the complete heart block. The patient was transferred from the operating room with the temporary pacemaker inserted and on. On the postoperative day (pod) 9, the patient received a permanent pacemaker (ppm). The valve remains implanted in the patient. The native annular valve area measured 380mm2. Moderate valvular calcification and moderate aortic root calcification was reported.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.